Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. During occlusion testing when attaching a cassette, an alarm triggered for ¿cassette not attached properly." The latch lock and latch lock flex sensor were replaced to fix the issue.

Event description:
The device was returned due to the unit failing the motor activation test. The results of the investigation found that an alarm was triggered for cassette not attached properly when the device was tested. There was no patient involvement.